Event description:
An alarm 2 followed by an alarm 26 was reported, indicating an occlusion problem. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to take various actions, including manipulating the tubing and delivering boluses to address the issue. The customer continued to use the pump for insulin therapy and a replacement pump was sent to the customer.